Event description:
It was reported that the patient had small r waves that magnified the t-wave detection and provided intermittent t-wave oversensing and double sensing of cardiac rhythms leading to inappropriate anti-tachycardia pacing (atp). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and an issue was found with the connector. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the defibrillation conductor (not obstructed), there was conductor wear on the proximal conductor, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, all insulators were breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.